Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia and nausea event on 10 jul 2024 caused by the insulin flow block alarm. The blood glucose level was 496 mg/dl. No further information is available.